Event description:
The event is reported as: when the end user tries to recharge the applier, it does not fit in the cartridge, so the clip is not fitting properly. The end user reports that the clips are falling out. Clips retrieved without incident or consequences. No pt injury reported.

Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation.